Manufacturer narrative:
Sensor 3mh002f0tlw has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Sim vivo testing was performed and all results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's husband reported the customer received "scan again in 10 minutes" and "replace sensor" messages with the adc freestyle libre 2 sensor. The customer subsequently experienced symptoms of sweating and loss of consciousness. The customer was treated with a glucagen hypokit (glucose injection) by a third-party. There was no report of death or permanent injury associated with this event.